Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit was confirmed via system logs for errors 32101 and 32098 but not replicated in-house. The unit was tested on an in-house system in normal mode where it passed all related tests. The unit was also tested on psc fixture test platform (pftp) where it passed all related tests. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the error code to point to the axes controller and motor on universal surgical manipulator (usm)1. The headrest was also found to have damage. The usm and the headrest need replacement to resolve the customer's issue. The customer refused to replace the parts without a service contract.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the system presented error code 32101 on the universal surgical manipulator (usm1). The customer tried to recover the error but failed. The customer received phone assistance from an intuitive technical support engineer (tse). The tse recommended the customer recover the error through the recover button but failed. Furthermore, the tse guided the customer to perform a hard cycle system and emergency power off (epo) of the patient side cart (psc), but the issue persisted. Finally, the tse recommended the customer disable the usm1. The procedure was completed with 3 usms. The tse reviewed the error log from the site and found error 32101 indicating the axes controller, motor (acm) 48v to have a motor issue. The procedure was completed with no reported injury.